Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a health care professional contacted regarding a recent clinic interrogation. The insertable cardiac monitor (icm), recently implanted, is currently at end of service (eos). Clarity review showed minimal data, limited to subcutaneous electrocardiograms (s-ecgs), which have ceased. An engineering review was requested, and a technical service report was submitted. Engineering analysis determined that eos occurred due to low loaded radio frequency voltage measurements, showing a bimodal distribution indicative of hardware malfunction. Eos cannot be exited, and the device should be returned for detailed analysis. No adverse patient effects were reported. This icm remains in service. Additional information indicates that this icm was explanted due to a product performance issue and was replaced with a new icm. No adverse patient effects were reported.

Event description:
It was reported that a health care professional contacted regarding a recent clinic interrogation. The insertable cardiac monitor (icm), recently implanted, is currently at end of service (eos). Clarity review showed minimal data, limited to subcutaneous electrocardiograms (s-ecgs), which have ceased. An engineering review was requested, and a technical service report was submitted. Engineering analysis determined that eos occurred due to low loaded radio frequency voltage measurements, showing a bimodal distribution indicative of hardware malfunction. Eos cannot be exited, and the device should be returned for detailed analysis. No adverse patient effects were reported. This icm remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.